Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the device failed to cross and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and the hypotube is twisted. Microscopic examination revealed damage to the tip. Per product specification, the balloon was inflated to rated burst pressure of 14atm and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the device failed to cross and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.